Manufacturer narrative:
H10/11: two possible lot numbers were provided it was not clear which lot number was the one with the complaint. Lot 23952991j was chosen to report, however, both were entered to the case. Serial number 25483076j was the other lot number provided with the complaint. It should be noted that gore-tex® suture IFU states: possible adverse reactions associated with the use of any suture include, but are not limited to, tissue dehiscence, infection, localized inflammatory reaction, and transitory local irritation. Broken needles or damaged thread may result in extended or additional surgery or retained foreign bodies. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2023, this patient underwent a carotid endarterectomy (cea) to repair carotid artery stenosis using gore-tex® suture. The common carotid artery was sutured, and 2-3 minutes after unclamping, bleeding was observed and it was found the thread was broken. The procedure was continued using a new cv-7 suture. No adverse events to the patient were reported. The patient tolerated the procedure. There were two possible lots. It was unknown which one of the two lots was the reported suture. The physician reportedly stated as follows: I am wondering if there might have been something problem with the suture because it separated when no tension was applied. When I noticed that the thread was broken, I checked the cross section of the broken thread and the tweezers I was using to see if I had damaged the thread, but I could not find the direct cause visually. The reported suture (without needle) will be returned to gore for further investigation. The lot of the reported suture could not be determined. There were two possible lots, and the remaining unused sutures of the two lots, total 6 sutures, will be also returned to gore. It was requested to check the cross section of the broken threads under a microscope and investigate any deformities such as crushing, scars, etc.

Manufacturer narrative:
D17 appropriate term/code not available: upon further review of the event, it was determined that this event is not reportable. A non-gore device appears to have been used with the patient (blood contact) and appears to have broken. A relationship between the returned, broken, non-gore suture, and the procedure during which a gore-tex suture reportedly broke, could not be established. The product which was used in the case was a braided multi-strand suture. The gore-tex suture is a monofilament. Therefore, it is not reportable according to our guidelines, this report will be retracted.